Manufacturer narrative:
Vyaire complaint #: (B)(4). At this time, vyaire has not received the suspect device/component for evaluation. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire that the avea ventilator froze up while in use on a patient. The distributor advised the patient was moved to another ventilator and there was no patient harm. They tried to calibrate the screen but were unable to.